Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope nozzle was clogged by a black rubbery material. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional and user facility should be unmarked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. The cause of the foreign material that remained in the device was not confirmed. There was no damage to the area where the foreign material was detected. It was unknown whether there was a deviation from instruction for use (IFU) in reprocessing steps for the locations where foreign material remained. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.